Event description:
It was reported that post-paced t wave oversensing observed. Patient was asymptomatic. Programming changes were made. The patient will be monitored with routine follow ups with the physician.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.